Manufacturer narrative:
Device evaluated onsite by repesentative.

Event description:
Handicare received a report that a patient had sustained an injury from a fall while using a sit to stand device. The initial report stated that while the patient was in a standing position, the lifting arm had dis attached from the unit allowing the patient to fall to the ground. The patient had sustained fractures to the shoulder area. An accident/incident form was sent to the facility. A handicare representative visited the facility in an attempt to recreate the reported incident and inspect the equipment. Upon inspection of the unit, it was established that a retaining bolt which prevents the lift arm from fully disengaging from the unit was missing. No other issues or signs of wear were noted. The representative was unable to recreate the incident with staff members or obtain a clear description of the event. The bolt was replaced and the unit was put back into service. The returned accident/incident report indicated that the lift tipped during use due to the patient, while in a standing position shifted his weight to the left. Attempts made by handicare to recreate the event based on the information supplied were unsuccessful. Based on the information supplied, handicare believe that the incident occurred due to improper use of the equipment as described in the user manual. Handicare has recommended further training at the facility on proper use of the equipment.